Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3368 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed ¿ blood return and flushing were assessed acceptable. While redressing the line it was found the old dressing was wet under the occlusive dressing. Dressing removed and on flushing again line noted to be leaking. Leaking PICC . Appears as pin pricks in the internal dwelling catheter line. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Line inserted (B)(6) 2020. Sited left cephalic vein, mark at skin 8cm, 10cm skin to hub, total 18cm. 4fr securacath device in situ.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 6 cm distal to the molded joint, and an indentation was observed in the catheter approximately 8.5 cm distal to the molded joint. The catheter appeared to be somewhat flattened between this indentation and the observed split. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reds3368 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient line was inserted for long term chemotherapy treatment. Patient had presented for treatment, line was flushed ¿ blood return and flushing were assessed acceptable. While redressing the line it was found the old dressing was wet under the occlusive dressing. Dressing removed and on flushing again line noted to be leaking. Leaking PICC . Appears as pin pricks in the internal dwelling catheter line. Decision made to remove the line (B)(6) 2020. Removal uncomplicated. Line inserted (B)(6) 2020. Sited left cephalic vein, mark at skin 8cm, 10cm skin to hub, total 18cm. 4fr securacath device in situ.